Event description:
It was reported that, "insert did not seat into size f baseplate, was too small."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.